Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the pump was not empty. They removed 6 cc of residual medication from the pump when only 3.1 cc was expected. It was noted the needle was initially not in the port so the medication could not be withdrawn. The needle was adjusted into the port and the medication started to flow out of the pump into the syringe without issue. The patient's weight was (B)(6) kg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacture representative reported the symptoms started to reside 2 days after the pump was refilled. The date of the refill was unknown. It was noted the patient was still feeling weak and was very concerned the pump was malfunctioning or the catheter was not working. The pump had yet to be interrogated by a manufacture representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen ( 2000 mcg/ml at around 700 mcg/day) via an implanted pump. The indication for use was intractable spasticity. It was reported the patient was at the hospitalization for nine days and on the ninth day it was determined the patient's extreme pain and discomfort was because the pump was empty even though the pump was not alarming. It was noted the pump was not supposed to be empty so they did not know if there was a leak or not. It was noted the patient was experiencing serious and potentially life threatening withdrawal symptoms. The patient began experiencing a gradual increase in spasticity and pain and rigid muscles. No interventions were performed. It was noted the patient had cold sweats, pain, weakness, and muscle rigidity. It was noted the patient's spasticity started to increase and was overdue for botox. It was noted the pump was last refilled on (B)(6) 2019 and an adjustment was made.